Event description:
The neilmed sinus rinse product causes black specs of plastic to come off and enter the bottle. The user then uses this device and these black plastic specs enter the user's sinuses. I have alerted the MFR multiple times about this, but they continue not to fix it in their product they ship to all retailers. This is a well known issues with many pictures on (B)(6). I have personally experienced it with nearly every bottle system I have used from them. FDA safety report ID# (B)(4).